Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the broken connector reported issue. To fix the issue, the fse replaced the front end board along with the helium tank valve, and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during an in-service performed by the clinician, it was noticed that the blue connector of the cardiosave intra-aortic balloon pump (iabp) was broken. There was no patient involvement, and no adverse event reported.